Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Based on the photo sample, it was observed that the packaged was damaged and torn. However, the exact cause of how and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile unless package has been opened or damaged."

Event description:
It was reported that the package was found to be damaged after unpacking the box.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the package was found to be damaged after unpacking the box.